Event description:
It was reported that "when the iabp was used during an emergency catheter surgery, the monitor image blurred and [staff] could not see well. Therefore, the user replaced the iabp with a pump of another company to complete the surgery". No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "when the iabp was used during an emergency catheter surgery, the monitor image blurred and [staff] could not see well. Therefore, the user replaced the iabp with a pump of another company to complete the surgery". No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "the monitor image blurred" is not able to be returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.